Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, for speaker issue no failure was identified. The information will be used for tracking and trending purposes. The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, for speaker issue no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges and the pump's alarm sound was not annunciating. Customer experienced an elevated blood glucose (bg) level of "high"; however, a specific bg value was not provided. The customer reportedly had blurred vision and high ketones which were identified as dangerous by a healthcare provider. A bolus was delivered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.